Manufacturer narrative:
Date of event: date of event was approximated to on (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to close onto tissue; however, the clip would not detach from the catheter to deploy. Multiple technicians attempted to close and open the handle enable to release the clip from the catheter, but still unsuccessful. Eventually, they had to rip the clip off the tissue, causing more bleeding to the patient. Another resolution 360 ultra clip was placed to stop the bleeding and the procedure was completed. There were no patient complications have been reported due to this event. The patient outcome of the procedure was reported to fully recovered.